Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the blender assembly. After replacing the blender assembly, the issue was resolved. The fsr performed fio2, blender, and transducer calibrations. The fsr performed the operational verification procedure and reported the unit meets service specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays a 'check o2 cal' alarm. The customer performed troubleshooting, but the issue was not resolved. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the blender assembly. The issue occurred during patient use; the customer reported the ventilator was changed out. The customer reported there is no patient consequence associated with the event.